Manufacturer narrative:
Vyaire file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed. The turbine interface printed circuit board assembly has become corrupt and failed. The cause of the initial ¿motor fault alarms¿ cannot be established as the turbine had been replaced. This issue will be internally investigated within vyaire.